Manufacturer narrative:
510k: this report is for an unknown end cap/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an unknown procedure, the surgeon used a size 9 nail and attempted to place an end cap on the nail. It did not tighten and was spinning around. Another end cap was used to complete procedure. The first end cap was faulty (both end caps were size 8.0 - 13.0 ext 15mm. This report is for one (1) unknown end cap. This is report 1 of 1 for (B)(4).